Manufacturer narrative:
The bur was visually inspected for damages, and significant amount of wear towards the proximal end of the inner shaft was noticed. The excessive friction between the inner and outer shaft can cause the outer shaft to heat up. The probable root causes could be excessive force, or improper technique. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient had a skin burn at portal site. At the end of the case attending surgeon noticed skin burn at portal site. Sports fellow surgeon performing the surgery. Using 5.5mm unhooded barrel bur for arthroscopic clavical resection. Fellow surgeon was exerting excessive force downward on shaver handpiece to bur bone bur metal shaft was torqued against patients shoulder. I feel with this excessive force the bur inner shaft was creating greater heat because the inner shaft was now working harder against the outer sheath of the bur. The attending surgeon had mentioned she has experienced this before in her practice and said it was not the products fault, but not proper technique by fellow surgeon. Case finished well. No replacement product needed and bur was used for entire procedure through other portal site with no complications.

Event description:
It was reported that the patient had a skin burn at portal site. At the end of the case attending surgeon noticed skin burn at portal site. Sports fellow surgeon performing the surgery. Using 5.5mm unhooded barrel bur for arthroscopic clavical resection. Fellow surgeon was exerting excessive force downward on shaver handpiece to bur bone bur metal shaft was torqued against patients shoulder. I feel with this excessive force the bur inner shaft was creating greater heat because the inner shaft was now working harder against the outer sheath of the bur. The attending surgeon had mentioned she has experienced this before in her practice and said it was not the products fault, but not proper technique by fellow surgeon. Case finished well. No replacement product needed and bur was used for entire procedure through other portal site with no complications.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.